Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon made shoulder prosthesis delta extend. The locking screws inside paer was loose and it did not locked. She took a new screw which worked. Liked to know, if there is some failure on this screw. No damages to patient occurred.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint description states that the locking screws inside paer was loose and it did not locked. The device associated to the complaint was returned for analysis. The product is not damaged and the product is functional. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The product returned is conform. The issue will be monitored through post market surveillance reviews. Depuy considers this complaint closed. It may be re-opened if any relevant information is received. Device history lot : the DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. (B)(4) parts were manufactured per specification. This batch was manufactured in september 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.